Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: underweight, broken shell, and red particles on the shell. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Physician reported an intracapsular rupture and capsular contracture baker grade ii of the right device discovered via MRI. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported an intracapsular rupture and capsular contracture baker grade ii of the right device discovered via MRI. Device has been explanted.